Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to: damage of internal circuit boards of video connector. Damage of image sensor unit. Scratches, chipping, stain of ob-lens. Image flare by external light. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the center image of the hd endoeye lapara-thoraco videoscope was blurry. The issue occurred when preparing the device for use in a diagnostic procedure. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During device evaluation at olympus, it was found the complaint was confirmed and the image was blurry due to a broken charged coupled device (ccd) unit. Also, evaluation found that angulation in the up direction was out of standard value due to a worn angle wire and the lever did not move slowly due to a worn angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.